Event description:
It was reported the patient presented post-implant. During interrogation, it was discovered the atrial lead exhibited a failure to capture. A chest x-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was discharged following the procedure.